Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and had failed. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. The customer reported that the insulin pump was alarming then suddenly went blank. Customer was calling back after receiving new battery cap. Customer reported the display was not blank less than 30 seconds and did not return. Customer reported the contact on the battery cap was neither missing nor damage. Customer reported battery compartment was neither damaged nor corroded. Customer reported the spring was neither damaged nor corroded. Customer reported that she didn't had a new battery and she will try inserting a new aa battery. The insulin pump will not be returned for analysis.